Manufacturer narrative:
Complaint evaluation was completed on 5/29/2024. The pump was tested following testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were two abrupt power offs found in the log, as reported by the end user. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. Upon further evaluation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction and the instances found in the event log. Functional testing did confirm the reported condition but was unable to be duplicated. Reported issue found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested.

Event description:
On 10/4/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.